Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours they had felt pain at the pod insertion site. Upon removal of the pod from the insertion site it was discovered that the pods needle had not retracted upon initial activation. The patients reported blood glucose level was 385 mg/dl.

Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle extended past the bottom housing window and visible in the exposed portion of the soft cannula. The formed needle did not fully retract after removal of the top housing. Inspection of the internal components found the formed needle to be dislodged from the slide retract. Evidence of damage was observed on the slide retract and the bend in the formed needle, indicating that the formed needle had been incorrectly installed. This incorrect installation resulted in the formed needle becoming dislodged during needle mechanism deployment, preventing the needle from retracting after deployment. The resulting exposed needle contributed to the reported pain during insertion. Inspection of the formed needle found it to be bent and found evidence of damage to the tip. It could not be determined when these damages occurred as the pod was received with the formed needle exposed. It could not be conclusively determined if this damage contributed to the reported pain. Inspection of the soft cannula found the exposed portion to be damaged. Tears were found in the exposed soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.